Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (tp remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 29 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of live birth (2), parity 2, gravida ii, surgery (joint replacement ¿ 2014. Cesarean section, tympanostomy tube placement, hip surgery left ¿ congenital issue- multiple. Esophago gastroduodenoscopy, gastric sleeve laparoscopic with esophago gastroduodenoscopy on (B)(6) 2018. Hysterectomy abdominal on (B)(6) 2019. Hysterectomy cholecystectomy laparoscopic on (B)(6) 2021. Panniculectomy on (B)(6) 2020. Cholecystectomy, gastric bypass laparoscopic,on (B)(6) 2021), polycystic ovarian syndrome, pancreatitis, glucose metabolism abnormal, gerd, dyslipidemia, depression, asthma and arthritis. Previously administered products included: amoxicillin. Past adverse reactions to the above products included: gi intolerance with amoxicillin. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2019, 2938 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy and bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepant information: in this follow-up cycle essure start date was reported as on (B)(6) 2011, however it was entered in argus as on (B)(6) 2011 both essure devices were easily placed in the right and left tubes and on each side, 2 coils were visible. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2012: date of examination: on (B)(6) 2012. Clinical information: tubal ligation status. History: statue post placement of fallopian tube occlusion devices. Findings: there is a good opacification of the endometrial cavity with triangular configuration. No abnormal intraluminal filling defects are identified. The linear radiopaque fallopian tube occlusion device are satisfactory in position. The medial end of the device noted bilaterally. There is no evidence of filling of the fallopian tube. Impression : there is complete occlusion of both fallopian tubes with satisfactory position of the fallopian tubs occlusion devices. [Pathology test] (date unknown): surgical pathology report : specimen: uterus, cervix, bilateral fallopian tubes. Final diagnosis : uterus, cervix, and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: benign proliferative endometrium. Cervix negative for atypia. Bilateral fallopian tubes negative for abnormally. Gross description : the right fallopian tube is 5.5 cm in length, 1 cm in diameter. Within the lumen is a metallic coil. The left fallopian tube is also 5.5 cm in length and ranges from 0.6 to 1.1 cm in diameter. The lumen is also remarkable for a metallic coil. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: medical record received. Medical history & lab data added including pathology test .reporter information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (tp remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepant information: in this follow-up cycle essure start date was reported as (B)(6) 2011, however it was entered in argus as (B)(6) 2011. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-may-2023: essure's date implanted updated from (B)(6) 2011 to (B)(6) 2011. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (tp remove essure). At the time of the report, the outcome of the event was unknown. Essure was removed on (B)(6) 2019. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.